Event description:
Allegedly while the end user was using a frohack-stewart shower chair, the unit broke and caused the end user to fall. Injury, medical intervention alleged. No further details available at this time.